Event description:
Femur fracture occurred 5 weeks post op. The surgeon performed 2 cerclages and changed the ball head.

Manufacturer narrative:
Document review: amistem h femoral stem size 3 std - ref. 01.18.133 / lot 122549 ((B)(4) stems produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. (B)(4) stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the bone fracture is unk and we do not have evidence that the event is device related.